Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during an unknown procedure on (B)(6) 2022, it was observed that the tip on the vapr tripolar90 suction electrode device partly broke off in the patient. According to the report, the piece was unable to be found. It was reported that they could see it on x-ray but when scoping, doctor was unable to find the fragment. It was reported that the doctor searched for the fragment for 1 hour and a half and found that the fragment was not in the shoulder joint but lodged in sub q tissue. It was reported that while searching for it and several x-rays, the fragment never moved. It was reported that the doctor felt quite confident that it was lodged in soft tissue away from the joint. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwath will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable was cut by the customer. The suction tube shows saline residues. The active plate is detached from the electrode's tip. The device will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device has not been returned in its original packaging. The device is in a used condition. The active tip is broken at the midpoint of the tip face. The fractured section was not returned with the device. Tissue debris visible underneath the active tip. The shaft of the device is in good condition and not deformed in any way. No electrical tests performed due to the cable being cut off. No functional test performed due to the cable being cut off. Manufacturer summary: from our initial investigation we were able to confirm the customer reported problem where the active tip has broken and detached but we have been unable to determine a definitive root cause at this stage therefore further investigation will be required. A CAPA was raised previously for a similar failure mode where the root cause concluded two potential failure modes abusive load (adhesive is present) and insufficient adhesive at shot point one during the manufacturing process. All corrective and preventative actions from were implemented by the end of may 2019 to minimize the risk of the glue not being dispensed into the ceramic. The customer's device was manufactured in march 2022 which is post CAPA corrective actions. A second CAPA investigation CAPA has already been initiated to investigate this failure mode further, raised from mitek complaint ref (B)(4) in march 2021 to identify any potential preventative /corrective actions. This complaint (B)(4) has been reviewed by the second CAPA investigation owner who has confirmed the defect seen in this complaint evaluation is the same and will be added to the scope of CAPA which is currently in the root cause phase. An initial risk assessment has been performed for the defect seen where the tip fragments could not be retrieved from the patient. A review of our complaint records over the last 12 months shows this failure mode where the tip has fractured and could not be retrieved from the patient to be an isolated incident in (B)(4)sales which means that this it is categorized as a ¿occasional¿ occurrence rate (<10¯4 and =10¯5). For this scenario a pre mitigation risk of grid 13 and a post mitigation risk of grid 13 are stated, which is ¿serious¿ (results in injury or impairment requiring professional medical intervention) and ¿occasional¿ and rated as as low as reasonably achievable (alra) ¿ class 1. Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. A DHR review has been performed for lot u2202030; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.